Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed. The product returned for evaluation was one 22ga x 8cm powerglide pro midline catheter assembly. The catheter had been advanced and the safety mechanism was engaged. Usage residues were observed throughout the sample. The guidewire exhibited a complete break just distal of the needle tip. The distal fragment was not returned. Microscopic inspection of the wire revealed the break to have occurred in the transition region. The break exhibited a granular fracture surface. Microscopic inspection of the needle revealed mechanical damage along the proximal edge of the bevel. The guidewire break features were consistent with tensile (pulling) damage. The needle bevel deformation indicated that retraction of the wire against the needle at a sharp angle likely initiated the wire damage. A lot history review (lhr) of reex1255 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the wire fell off when attempting to retract back into the housing. No other information provided. On (B)(6) 2021- the guidewire of the returned sample exhibited a complete break.